Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. Upon interrogation, the lead exhibited loss of capture. The patient was asymptomatic. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4)